Manufacturer narrative:
Pt info: unknown/no information. Date of event: the exact date is unknown, the best estimate is on or prior to (B)(6) 2022. If implanted; give date: not applicable as the iol was not implanted. If explanted; give date: not applicable as the iol was not implanted. Therefore, it was not explanted. The device was not returned for evaluation. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date it has not been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that there was a capsule tear that required a vitrectomy during a preloaded intraocular lens (iol) implantation in the patient's operative eye. An alternate lens was used to complete the procedure. No further information was provided.